Event description:
The report rec'd from the study indicated that after the pt's index procedure, the pt had a myocardial infarction (mi). The mi occurred the day after the procedure and was a q-wave mi. The mi location was undetermined. It was undetermined if the mi was target vessel related. The pt's post-procedure cardiac enzymes were elevated. The event description stated that the routine cardiac enzymes were elevated post-procedure, and no acute ECG changes were noted. The event was reported to be mild in severity and a serious adverse event (sae). The relationship of the event to the study devices was probable, and to the study procedure highly probable. The event was not related to another cordis product. There were no procedural complications, adverse events or product deviations reported. The event outcome information was reported to be complete and the subject's event outcome resolved without sequel. The pt was discharged two days after the procedure.

Manufacturer narrative:
The indication for the index procedure was unstable angina. The pt was found to have three-vessel disease and had three lesions treated during the index procedure. No staged procedure was planned. Three cypher select plus stents were implanted. A cypher select plus 3.0 x 13 mm in the proximal right coronary artery (rca), a cypher select plus 3.0 x 18 mm in the distal rca, and a cypher select plus 2.5 x 18 mm stent in the mid circumflex. There was no additional procedural or lesion info available. A phone contact at the one-month follow-up period indicated that the pt was asymptomatic, continuing his medical regiment and had no new surgical procedures since the past contact. Please note the device is distributed outside the united states, however, it is similar to the united states product. The product is not available for eval and testing. Additional info will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR reported #9616099-2008-00535, and #9616099-2008-00536.